Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and released in compliance with applicable standards. Additionally, the manufacturing process review confirmed that no changes were implemented at the time of the lead production that could have impacted the steroid collar. Review of the patient files confirmed the ventricular capture threshold increase to 4v two days post implantation, a finding that may be consistent with ventricular lead dislodgement. Lead dislodgement likely occurred due to external factors, such as patient physiology, or physician preferred implant site, etc. It is a well-documented potential complication associated with implantable cardiac devices, as noted in the device¿s instructions for use and the published literature. Chest x rays are recommended to verify the ventricular lead position. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, a sudden ventricular threshold increase few days after vega r implantation. It was a conventional septal implantation. The patient is safe, output has been increased.